Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history could not be reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol), was implanted in a female patient with partial response to ozurdex and otherwise chronic cystoid macular edema (cme) in her first eye (right eye), that developed within 10 days of uncomplicated cataract surgery with zcb00 (with 20/20 post-op day #1 visual acuity). After 2 years, she decided (needed) to get surgery in her left eye. Prior to surgery, had a teleconference with retina and uveitis doctors regarding peri-operative management. Used pre-op durezol and nsaids and a non-johnson & johnson silicone lens. The same frustrating result again within 10 days. Again, on repeated ozurdex injections with repeated negative work-ups and partial response. The patient had traveled to a recognizable uveitis specialist multiple times for subsequent visits after her first surgery and before/after her second without an answer yet. At this point, discussing possible methotrexate. In follow-up with the surgeon it was learned that he feels this event is completely unrelated to the zcb00 implant as the patient has the same outcome when the surgeon placed a non-johnson & johnson silicone iol in the patient¿s left eye. No other information was provided.